Manufacturer narrative:
This is a complaint submitted from the odh study for subject (B)(6). The patient suffered ¿hypoxia¿ post primary surgery. The used implant is a polarstem cementless stem lat. Ti/ha 2. Several attempts have been made to obtain more clinical/medical documents. Without supporting clinical/medical documents a thorough investigation cannot be performed. A complaint history and batch record review reveal no abnormalities. There is no indication that the implanted device didn't match specification at time of manufacturing. Should information become available this complaint can be re-assessed. The root cause stays undetermined.

Event description:
It was reported a patient experienced hypoxia while sleeping in post-anesthesia care unit. The event required to extend hospitalization to get it resolved on (B)(6) 2019. This is unrelated to the device but possibly related to the procedure.